Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted no anomalies. X-ray inspection noted no irregularities. A review of the device memory confirmed a fault due to the charge time limit having been exceeded. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. This damage resulted in the observed long charge times and inadequate energy output.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this unidentified implantable cardioverter defibrillator (ICD) was emitting beep tones. Upon interrogation it was discovered that an error code had been declared indicating capacitor charge time had exceeded the limit. A manual charge was performed and the charge time continues to be greater than 45 seconds. There were concerns that this device was depleting prematurely also as the battery status was end of life (eol). Boston scientific technical services (ts) recommended replacement. Subsequently, this product was explanted and replaced. No adverse patient effects were reported.